Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced high thresholds and exhibited non-capture at max outputs. The rv lead was reprogrammed, but the patient experienced diaphragmatic stimulation. An rv lead revision was attempted; however, the rv lead dislodged. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.